Event description:
Reference manufacturer report number: 2017865-2022-02447. It was reported during in clinic follow up that the right ventricular lead exhibited high capture thresholds. The lead will continue to be monitored. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and is awaiting explant. Further information was requested, but not yet available. The patient was stable and asymptomatic.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted and the right ventricular lead was capped on (B)(6) 2022. X-ray did not find any visual lead damage. The patient was stable following the procedure.